Manufacturer narrative:
This report is submitted on march 20, 2018.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2018 due to a non-device related infection.

Manufacturer narrative:
Per the clinic, following explantation the patient was treated with oral and IV antibiotics, and the infection has reportedly cleared.